Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for this event. The signals in the run data file indicate that the higher-than-expected wbc content in the platelet product was likely a result of an escape of wbc from the lrschamber during a portion of the procedure. Based on the available information, it cannot be ruled out that the higher-than-expected wbc content in the platelet product could be donor-related. Investigation is in process. A follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for theelevated white blood cell (wbc) content in the platelet product.there was not a transfusion recipient or patient involved at the time of the residual white bloodcell (rwbc) testing, therefore no patient information is reasonably known at the time of theevent.donor unit #: w047019353564004the platelet collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation: the device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Root cause: a definitive root cause for the observed leukoreduction failure remains undetermined at this time. The signals in the run data file indicate that the higher-than-expected wbc content in the platelet product was likely a result of an escape of wbc from the lrs chamber during a portion of the procedure. Based on the available information, it cannot be ruled out that the higher-than- expected wbc content in the platelet product could be donor- related.